Event description:
Event description: the piece of the nitinol wire fell off the wire. The piece was retrieved by a graspit basket.

Manufacturer narrative:
The device was not received for eval, therefore, no physical analysis of the device can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. Reviewing all details received to date, it appears clinical and or procedural factors may have impacted on the reported event. It was reported that the device is not expected to be returned; however, if there is any further relevant info provided, a f/u medwatch report will be provided.